Event description:
It was reported that while using the bd pegasus¿ safety closed IV catheter system the safety mechanism would not engage and the patient leaked blood. Report 1 of 2. The following was received by the initial reporter: on (B)(6) 2023, when a breast surgery patient was undergoing pegasus puncture, when the needle core was withdrawn halfway, the safety buckle was found to be stuck, and the needle core could not be withdrawn, and the patient's venous blood kept leaking out.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2175576. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that while using the bd pegasus¿ safety closed IV catheter system the safety mechanism would not engage and the patient leaked blood. Report 1 of 2 the following was recieved by the initial reporter: on december 12, 2023, when a breast surgery patient was undergoing pegasus puncture, when the needle core was withdrawn halfway, the safety buckle was found to be stuck, and the needle core could not be withdrawn, and the patient's venous blood kept leaking out.